Manufacturer narrative:
Concomitant medical product: product ID: a2dr01, serial# (B)(4), implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was noted to have high thresholds and some variability in the bipolar measurement of lead impedance. The patient was noted to be feeling pocket stimulation, muscle stimulation and nerve stimulation. Reprogramming was performed. The lead remains in use and a replacement procedure is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.